Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with polydypsia. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the date was incorrectly set to (B)(6) 2014; therefore, there was a 24 hour total daily dose issue. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in the date being incorrectly programmed in the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2014 at 19:56. When the pump was powered back on the date was set to (B)(6) 2014 and the time was incorrectly set to 08:00. The total daily doses (tdd) for (B)(6) 2014 appeared to be inaccurate due to the incorrect time being set which led to (eaw-165) no delivery, exceed tdd warnings that began on (B)(6) 2014 at 18:10. The warnings continued until 21:36 and then the date/time was manually changed from (B)(6) 2014 13:23 to (B)(6) 2014 13:22. The pump was exercised for 24 hours with a 1.0u/hr basal rate and at the end of testing the tdd history correctly showed 24.0u. There were no errors, alarms or warnings during testing. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.